Event description:
It was reported that the lasso catheter got stuck on the sheath at the end of the procedure upon being retrieved from the pt. The doctor was able to retrieve the catheter and sheath together. No pt adverse event was reported and the procedure was said to be successful.